Event description:
States the end-user has reported the unit is overheating and smells and has caused black residue and burn mark on the carpet where the unit has sat (see pics). End-user is not looking for "cose" to repair carpet as end-user was replacing carpet soon anyways. Provider would like response on why this happened. End-user has since received a new unit that runs much cooler.